Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Unable to replicate issue. The navigation system passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No patient archives were stored on the system and therefore unable to obtain archive.

Manufacturer narrative:
Correction: amount of inaccuracy was reported to be 2 to 3 millimeters.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer foe evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure, the surgeon had inaccuracy issues with the navigation system. When the surgeon was working on the left side, there was no issue of inaccuracy but when switched to right side the site had an inaccuracy issue and both straight suction and ostium seeker were changing between red and green. Representative confirmed that there was no metal in the field. Initial accuracy was 1.6, when more points were collected to get a better accuracy but the number increased. After this the surgeon decided to re-register the patient, and the inaccuracy became marginal and the surgeon completed the procedure. Instrument switching between red/green issue was resolved. Nothing was moved from the start of the surgery till the surgery was completed. Flat emitter was used. Medtronic representative was checking the tracking view when the issue occurred but was not aware of the distance. The surgery was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.